Manufacturer narrative:
Lead was explanted (B)(6) 2020. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Lead was explanted (B)(6) 2020. Upon receipt, the lead under complaint was found cut 5.5cm distal to the is-1 connector pin (into two segments). All fragments were received for analysis. An extraction aid was found in the distal lead body. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis revealed several abrasion marks along the lead fragments. In particular between 44.5cm and 45.5cm proximal to the lead tip the insulation was damaged due to wear, which is assumed to be the root cause of the reported oversensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Further analysis revealed that the insulation was found abraded through 6cm proximal to the lead tip, which most likely occurred due to constant friction against another implantable device such as a nearby lead. Damages such as cuts into the insulation 42cm proximal to the lead tip, most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that there is possible cfr on all leads. Ts viewed egms and agrees. Got alert for rv impedance oor (suspect high - value not reported) on april 23. There is make break noise on rv and myo on the ra. The patient appears to be dependent. Did not see >2 sec pause though. Rep will let clinic know that it appears we have fractured rv lead and insulation issue on ra.